Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. It was reported that the status light at the bch has shown "flashing red" when the bat was connected at different ports.  The reported event of the returned battery was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual examination due to an illegible release indictor on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. This observation is not related to the reported event; the most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. The battery also failed functional testing; a battery charger was unable to detect the battery and test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery charger's led light blinks red every time the battery is connected. The battery was connected to different ports and the issue could not be resolved. The battery was exchanged with no reported patient impact or consequences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.